Manufacturer narrative:
D10 concomitant product: 030425, 030425 endo giaii 45 2.5mm dlu x6 (lot#p1h0290s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pneumatic mediastinoscopic esophagectomy for esophageal cancer, the stapler device, identified that the reload, was not able to fire during the closure and detachment of the esophagus. The issue was resolved by replacing the malfunctioning device (handle and reload) with a new one. There was no patient injury.